Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during use, the guidewire was inserted well during the first try. When the flexible ureteroscope was removed, jagged protrusions were seen on the surface of the guidewire. This made it impossible to continue using the guidewire and advancing the stent. The procedure was continued after replacement of the guide wire. The sample had been obtained this time and evident jagged protrusions were seen, which made it impossible to conduct proper device delivery over the guide wire. At present, the customer thought that there were defective units for the stent and it was an occasional event.

Event description:
It was reported that during use, the guidewire was inserted well during the first try. When the flexible ureteroscope was removed, jagged protrusions were seen on the surface of the guidewire. This made it impossible to continue using the guidewire and advancing the stent. The procedure was continued after replacement of the guide wire. The sample had been obtained this time and evident jagged protrusions were seen, which made it impossible to conduct proper device delivery over the guide wire. At present, the customer thought that there were defective units for the stent and it was an occasional event. As per the additional information received via ibc on 06may2023, stated that the protrusions were flaking.

Manufacturer narrative:
The reported event is confirmed cause unknown. The nicore guidewire guide wire was returned with the original opened packaging. Gross visual evaluation: observed guidewire and a kink was noted. The sample was observed guidewire under microscope at 20x magnification and flaking of the black jacket was observed around the area of the kink exposing the core wire underneath and it is unknown if this occurred while removing the guidewire from the protective sheath a new complaint will not be created. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.